Manufacturer narrative:
The lot number is unknown.

Event description:
Information was received indicating that there has been two occasion when performing tracheostomy procedures using the portex tube. It was reported that there was a hole when the cuff was tested by inflating it in water. There were no adverse events reported.